Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; initially the device failed one incoming functional test (high rate amplitude - reverse), but the device was retested ten times for this test and all passed (no fault observed). Analysis found the battery contacts are contaminated and the ring is bent. (B)(4).

Event description:
It was reported the device auto powered off while pacing with a new battery. The device was returned for repair. No patient complications were reported as a result of this event.